Manufacturer narrative:
Investigation: investigation summary: DHR review was performed on the following lot number: 7129662 ¿ the lot number was built on afa line 1, from may 14, 2017 thru may 19, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications (B)(4), in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Peura (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: investigation conclusion : conclusions: the reported defect of needle retraction failure could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation, there is no physical evidence to confirm or to support manufacturing process related issues for the reported defect. Unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Root cause description relationship of device to the reported incident: indeterminate comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the when the safety was activated on a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter it retracted slowly. No injury or medical intervention.